Manufacturer narrative:
Correction: a2, a3a., b5, d4, e, g2, h6, h11 this information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: transvenous extraction failure of a recently implanted active fixation coronary sinus lead: good or bad times? Heart rhythm case reports. 2024. 10:266¿269. Doi: 10.1016/j.hrcr.2024.01.009 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via journal literature that the purulent material in the pocket tested positive for methicillin-resistant st aphylococcus epidermidis. The patient was started on intravenous antimicrobial therapy and continued for one month.

Event description:
It was reported that the patient developed an infection. A complete explant of the left ventricular (lv) lead was not possible and it was noted that a final rupture was observed at the level of the proximal pole and the lead tip was abandoned within the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5154978); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. F1 user facility f2 uf/importer report number: f3 user facility name/address: f4 contact person: f5 phone number: f6 date user facility became aware of the event: f7 type of report: version 0 f8 date of this report: 14-may-2024 f9 approximate age of device: f10 event problem codes: f11 report sent to FDA: n f12 location where event occurred: f13 report sent to manufacturer: f14 manufacturer name and address: MFR. Name: medtronic address: 8200 coral sea street ne city: mounds view state: mn zip: 55112 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.